Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left lower quadrant pain, leg cramps, abdominal pain, vitamin d deficiency, low back pain, dysuria, muscle cramps, spotting vaginal, decreased appetite, lightheadedness, vomiting, heartburn, menses irregular, breast tenderness, blurry vision, vision abnormal, breast pain and depressed mood. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, anxiety, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left lower quadrant pain, leg cramps, abdominal pain, vitamin d decreased nos, low back pain, dysuria, muscle cramps, spotting vaginal, decreased appetite, lightheadedness, vomiting, heartburn, menses irregular, breast tenderness, blurry vision, vision abnormal, breast pain and depressed mood. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, anxiety, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Historical drug, historical condition and concomitant disease and laboratory data were added. Updated suspect drug inaction and lot number. Added events apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left lower quadrant pain, leg cramps, abdominal pain, vitamin d deficiency, low back pain, dysuria, muscle cramps, spotting vaginal, decreased appetite, lightheadedness, vomiting, heartburn, menses irregular, breast tenderness, blurry vision, vision abnormal, breast pain and depressed mood. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced headache ("headaches"), migraine ("migraines"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("joint pain / hip pain") and bone pain ("bone pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), cyst ("cyst on the left side"), hypoaesthesia ("numbing in feet and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), muscle twitching ("twitch of the lip"), weight decreased ("weight loss"), myalgia ("muscle pain"), asthenia ("loss of strength") and muscle spasms ("leg cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, anxiety, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, cyst, hypoaesthesia, dysmenorrhoea, muscle twitching, weight decreased, arthralgia, myalgia, asthenia, bone pain and muscle spasms outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, asthenia, bladder disorder, bone pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, muscle spasms, muscle twitching, myalgia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, cyst on the left side, numbing in feet and hands, dysmenorrhea (cramping), twitch of the lip, weight loss, joint pain, muscle pain, loss of strength, bone pain, leg cramps" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, anxiety and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.